Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)

Manufacturer narrative:
Additional information was received that here was no allegation that the functionality of the lead contributed to the death of the patient. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to the right ventricular (rv) lead integrity counter. There were two episodes of non-sustained ventricular tachycardia and noise/artifact was observed on the electrogram. The right ventricular (rv) lead was extracted via laser. During the laser extraction, a complication occurred and the right ventricle was damaged. Open heart surgery was performed and the patient died intra-operative with acute heart failure. The lead was partially removed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).